Manufacturer narrative:
Concomitant medical products: l nutrition mixture (type perikabiven 1000 ml). Qn#(B)(4) device evaluation: the reported complaint of the catheter leaking could not be confirmed. One single lumen, 14 ga, 16 cm catheter was returned for evaluation. Upon visual examination the catheter body has been cut just below the 11 cm mark. From the bottom of the juncture hub the catheter body measures 5.1 cm. There is biological material observed on the juncture hub and catheter body. There is also a slight kink in the extension line just below the green luer hub. Functional testing was performed using a 10 ml luer-lock syringe filled with water to flush the catheter. There were no leaks observed when the catheter was flushed. The catheter was liquid leak tested. With the distal end of the catheter occluded, water was injected into the extension line. The catheter was pressurized to 45 psi for 30 seconds. No leaks were observed. The instructions for use directs the user to prepare the catheter for insertion by flushing with saline solution to enable patency and prime the lumen. No leaks were reported prior to catheter insertion. A device history record review was performed with no evidence to suggest a manufacturing related issue. The full and complete catheter was not returned. A piece of the catheter body was detached prior to being returned. Therefore, the probable cause of this... Other remarks: complaint issue could not be determined based upon the information provided and without a complete sample. No further action will be taken.

Manufacturer narrative:
Concomitant medical products: l nutrition mixture (type perikabiven 1000 ml).(B)(4).

Event description:
It was reported that on the first of june we noticed a pectoral swelling beside the left central catheter placed on (B)(6) 2016, for the administration of parenteral nutrition mixture (type perikabiven 1000 ml). The nurse was surprised by this and before administering parenteral nutrition infusion, he would be ensured of the proper functioning of the catheter (positive feedback). Parenteral nutrition infusion is stopped. The doctor who manages the patient was informed by an anesthetist who proposes the removal of the catheter that could be cracked. Additional information, on (B)(6) the catheter dressing had to be redone due to bleeding at the catheter. Hemoglobin measured on (B)(6) yields a value of 3.2 g against 11.3 g ((B)(6)).